Event description:
Customer reported a delivery issue with their replacement freestyle lite meter. Customer reported having a urinary tract infection and she experienced symptoms of abdominal pain. Paramedics were called and transported customer to a health care facility where she was diagnosed with severe hyperglycemia and treated with unspecified IV treatment. It is unknown if customer was diagnosed with urinary tract infection at the hospital as well. There was no report of death or mistreatment associated with this event.

Manufacturer narrative:
This is the final report. The reported event relates to product delivery issue. There was no report of death or permanent injury associated with this event. Note: the date of manufacture is unknown.